Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a lack of communication from the device. A technical support specialist connected to the server and confirmed that both the last upload and download were up to date, indicating that everything appeared to be functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had communication issues. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.